Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose level. The customer's blood glocuse level was 408 mg/dl. The customer took an insulin shot. The patients stated that her blood glucose level was off and on for the last three months. The customer stated that the health care provider has been making adjustment. The patient was offered to troubleshoot but she decline. No further information reported